Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice unit during dwell 5 of 5. The home patient (hp) stated she had disconnected to go to bathroom and after reconnecting, the alarm occurred. The technical service representative (tsr) instructed the hp to disconnect from the machine and cycle power. The tsr explained the alarm to the hp and further assisted to clear the alarm to remove the cassette. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated she had disconnected to go to bathroom and after reconnecting, the alarm occurred. The patient at home guide instructs users how to emergency disconnect for a short time period. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).